Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their bite is off. When they smile there is a gap between all the bottom teeth and it feels like their bottom teeth are farther out than the top teeth. Creating the look of an underbite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.